Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 218 mg/dl and the sensor glucose was 78 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that the insulin delivery was suspended due to sugar values. The sugar glucose value that triggered the suspend event was 75. The customer declined to troubleshoot for high blood glucose. The sensor will be returned for analysis.